Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_ 13.2 implantable collamer lens of diopter -10.0/2.0/103 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
B5 - the lens was exchanged with a shorter length lens on (B)(6) 2023 due to excessive vault and pigment dispersion. This did not resolve the problem. No injury reported. Additional information provided "at day 1: nothing to note", (B)(6) 2023: slightly low vault 332um", and "(B)(6) 2023: endothelial cell loss - decision to explant." H6 - work order search: one additional similar complaint type event within associated lots was found. Claim # (B)(4).